Event description:
On 08/20/2025, it was reported by a sales representative via (B)(4) that an 8124-026 cn lock screw would not lock onto the plate. This was discovered a proximal humerus fracture procedure. The case was completed with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d4, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging during use.